Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose level of 540 mg/dl. Reportedly the pump was not delivering boluses as intended. The customer attempted to self-treat with a bolus via pump, but was treated intravenously with fluids of saline and insulin while hospitalized. A replacement pump was sent to the customer to resolve issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.